Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). According to the complainant, the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that an ultraflex¿ tracheobronchial covered distal release stent was to be used in the bronchial tube to treat a malignant stenosis due to esophageal cancer during a stent placement procedure performed on (B)(6) 2018. Reportedly, there was a prior stent (manufacturer unknown) in place that was occluded with tumor ingrowth. According to the complainant, the tumor ingrowth was swelling/ bulging, and dilatation of the stenosis could not be performed during stent placement. According to the complainant, the tumor was cauterized with a laser prior to advancing the ultraflex¿ tracheobronchial covered distal release stent inside the patient. During the procedure the stent was able to be deployed; however, the proximal end of the stent was caught by the stenosis. A biopsy forceps was used to adjust the position of the stent. Reportedly, during repositioning of the stent, the heart rate of the patient had decreased. The physician decided to place an additional ultraflex tracheobronchial stent to complete the procedure. Per the physician, he/she was not worried because it was assumed that the patient got unconscious during the procedure and it was not caused by the device. The patient remained unconscious after the procedure. According to the complainant, the patient condition was reported to be ¿with remnant inside the body and good after additional treatment.¿ boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on june 29, 2018 that an ultraflex¿ tracheobronchial covered distal release stent was to be used in the bronchial tube to treat a malignant stenosis due to esophageal cancer during a stent placement procedure performed on (B)(6) 2018. Reportedly, there was a prior stent (manufacturer unknown) in place that was occluded with tumor ingrowth. According to the complainant, the tumor ingrowth was swelling/ bulging, and dilatation of the stenosis could not be performed during stent placement. According to the complainant, the tumor was cauterized with a laser prior to advancing the ultraflex¿ tracheobronchial covered distal release stent inside the patient. During the procedure the stent was able to be deployed; however, the proximal end of the stent was caught by the stenosis. A biopsy forceps was used to adjust the position of the stent. Reportedly, during repositioning of the stent, the heart rate of the patient had decreased. The physician decided to place an additional ultraflex tracheobronchial stent to complete the procedure. Per the physician, he/she was not worried because it was assumed that the patient got unconscious during the procedure and it was not caused by the device. The patient remained unconscious after the procedure. According to the complainant, the patient condition was reported to be ¿with remnant inside the body and good after additional treatment.¿ additional information received on july 23, 2018. It was reported that the ultraflex tracheobronchial covered stent remains implanted. There were no patient complications reported as a result of this event, and the patient's current condition was reported to be good.

Manufacturer narrative:
Has been updated with the additional information received on july 23, 2018.